Event description:
Healthcare professional reported "cancer", "capsular contracture grade unknown" and "deflation". This record is for the left side. The device was explanted and replaced. The event of "cancer" is deemed not related to the device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture grade unknown, deflation